Event description:
Upon evaluation by the manufacturer's evaluation department; it was determined the blood glucose monitoring device was the cause of the high test results received by the customer. It was stated the customer obtained a result of 120-125 mg/dl at the hospital versus the result of 180-190 mg/dl from the customer's meter. Reportedly, the meter tested out of acceptable range when the manufacturers' performed testing using strips and controls previously retained from the same lot number of products allegedly used at the time by the customer. A request was made for the return of the suspect product and replacement product was sent.